Event description:
It was reported that the customer reported was hospitalized due to high blood glucose of 555mg/dl. The mother stated that the customer experienced bad leg cramps during the soccer game and vomiting. Troubleshooting was performed. The caller stated that the insulin pump kept alarming no delivery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.